Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer wore the pump against their skin. Tandem technical support advised the customer to wear the pump in a case in order to prevent temperature changes to the pump. During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended. Blood glucose was 185 mg/dl. Insulin delivery was resumed.